Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.

Event description:
It was reported, during a periodic inspection, the cardiosave intra-aortic balloon pump (iabp) failed the pim test. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d8, d9,g1 (contact person ¿ mfg site), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer evaluated the unit and found pim test fail occurred. Replaced because tidal disk was leaking. Replaced the safety disk replacement cycle was approaching. Conducting operational inspections based on inspection record sheets. The parts were received with a reported unit failure of pim test failed during periodic inspection, not used on patients. The failure analysis and testing department performed a visual inspection of the parts received and they are in a good condition. The fat installed the safety disk and the tidal volume in the cardiosave test fixture. The fat dept. Tested all parts jointly and individually to factory specifications in accordance with procedure and the cardiosave service manual. In attempt to recreate the reported problem. I found no anomalies or malfunctioning. The failure analysis and testing department is unable to replicate the failure experienced by the customer. Safety disk and tidal pressure disk passed the test. Failure analysis received from the supplier for the part. They stated the part had an obstruction possibly from the shipping bag. Leak tests passed after removing the obstruction. Probable root cause for this part is a supply chain handling issue. Retaining the part in the failure analysis and testing department per procedure.